Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you confirm that the needle pieces were removed from the patient during the same procedure?

Event description:
It was reported that the patient underwent a laparoscopic cholecystectomy procedure on (B)(6) 2019 and suture was used. The needle broke while pushing through the fascia. There were no fragments generated. The procedure was completed successfully without reported delay. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you confirm that the needle pieces were removed from the patient during the same procedure? - yes the needle pieces were all recovered.